Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported that she removed the infusion device when she entered the ocean, and when she reconnected to the infusion device to deliver a meal bolus, all 4 buttons were "blocked" and would not function. She removed and reinserted the battery. An e8 power interrupt error appeared, but all of the buttons remained unresponsive. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval. No add'l info was provided.